Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported having high blood glucose. The customer's blood glucose was 518 mg/dl. She stated she had woken up in the morning with high blood glucose and was feeling nauseous with body aches. The customer stated she had treated her blood glucose with the insulin pump. Troubleshooting found insulin was able to exit from the tubing. The customer also reported there was no leaks on the insulin pump. The customer's bolus history was also correct. The customer was advised to change out her entire infusion set, reservoir, and insulin. The customer stated her blood glucose had declined to 430 mg/dl at the end of the call. No additional information provided.